Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforations of organs") and abdominal pain ("started to experience abdominal pain and then progressed/ cramping") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In july 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criterion medically significant), menstrual disorder ("end periods are abnormal"), dysmenorrhoea ("more pain then ever with periods"), pain ("even when she does not have her periods she has pain, but not as bad"), back pain ("the pain goes to her back also"), headache ("headaches"), anxiety ("anxiety"), menstruation irregular ("irregular period"), fatigue ("fatigue") and musculoskeletal discomfort ("back discomfort"). The patient was treated with surgery (bilateral salpingectomy with removal of devices on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, abdominal pain, headache, anxiety, menstruation irregular, fatigue and musculoskeletal discomfort outcome was unknown and the menstrual disorder, dysmenorrhoea, pain and back pain had not resolved. The reporter provided no causality assessment for abdominal pain, back pain, dysmenorrhoea, menstrual disorder and pain with essure. The reporter considered anxiety, fatigue, headache, menstruation irregular, musculoskeletal discomfort and perforation to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not provided quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added: fatigue, back discomfort incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforations of organs") and abdominal pain ("started to experience abdominal pain and then progressed") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criterion medically significant), menstrual disorder ("end periods are abnormal"), dysmenorrhoea ("more pain then ever with periods"), pain ("even when she does not have her periods she has pain, but not as bad"), back pain ("the pain goes to her back also"), headache ("headaches"), anxiety ("anxiety") and menstruation irregular ("irregular period"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, abdominal pain, headache, anxiety and menstruation irregular outcome was unknown and the menstrual disorder, dysmenorrhoea, pain and back pain had not resolved. The reporter considered anxiety, headache, menstruation irregular and perforation to be related to essure. The reporter provided no causality assessment for abdominal pain, back pain, dysmenorrhoea, menstrual disorder and pain with essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not provided. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: legal claim received: lawyer added, essure start and stop date added. Events: perforation of organs, headaches, pelvic pain, anxiety and irregular period added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.